Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product returned. Tachycardia/paroxysmal atrial fibrillation: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history the pump passed all the post sterile inspection checks.

Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
Health effect - clinical code e0734 is no longer appliable for this report. Section d4 catalog number was corrected.

Manufacturer narrative:
Corrected information was updated in b5 (event description). Additional information was added in h6 (health effect - clinical code & health effect - impact code). Tachycardia/paroxysmal atrial fibrillation: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
A 60-year old patient with known coronary artery disease and diabetes mellitus was planned for high-risk surgery and received an impella 5.5 device. Multiple complaints were filed on this case: the patient experienced recurrent arrhythmias during periods of coughing and awakening, accompanied by transient hypotension and suction alarms, which resolved once the arrhythmias subsided. The arrhythmias were described as a combination of bigeminy and short, non-sustained runs of ventricular tachycardia. Transesophageal echocardiography confirmed satisfactory impella positioning in the mid-ventricular cavity, away from cardiac structures. The patient was treated with lidocaine and amiodarone. At that time, the arrhythmias were not attributed to the impella device, as they occurred only during episodes of coughing and arousal. Laboratory monitoring showed a continued decline in hemoglobin and hematocrit overnight, requiring transfusion of four units of packed red blood cells, with an additional two units administered the following morning. No bleeding was observed at the impella insertion site. The patient had significant chest tube output, described as serosanguinous, with no definitive source of bleeding identified. Chest radiography demonstrated a pneumothorax and an area of consolidation, and placement of an additional chest tube was requested. Despite ongoing chest tube output and serial laboratory findings showing declining hemoglobin and hematocrit, no clear bleeding source was identified. The patient subsequently experienced multiple episodes of ventricular tachycardia and ventricular fibrillation overnight, requiring repeated defibrillation, with persistence throughout the day. The impella device was repositioned (pulled back) under echocardiographic guidance, after which no further arrhythmias were reported.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The nurse reported that the patient experienced arrhythmias throughout the night, occurring when the patient began to cough and awaken. During these episodes, the patient experienced drops in blood pressure and suction alarms, which resolved once the arrhythmias subsided. The arrhythmias consisted of bigeminy and short, nonsustained runs of ventricular tachycardia. Transesophageal echocardiography (tee) demonstrated satisfactory impella positioning in the mid-ventricular cavity, away from surrounding cardiac structures. The patient is currently being treated with lidocaine and amiodarone for arrhythmia management. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injuries was not determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received that patient is still on support (as of (B)(6) 2026), so the explant date has been removed which was inadvertently added to the initial report. The new explant date will be added once the information is received.

Manufacturer narrative:
D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. No product returned. Ventricular fibrillation/tachycardia/arrhythmia/hypotension/anemia/major bleed: the cause of the injuries were not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.